Manufacturer narrative:
Calibration and controls were acceptable. The reagent performed within specifications. The investigation could not identify a product problem. The cause of the event could not be determined. A sample from the patient was not available for investigation.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The serial number of the unknown roche analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys toxo igm on a cobas e411 rack and a second unknown roche analyzer. The sample initially resulted in a toxo igm value of 1.24 coi (reactive) when tested on the e411 analyzer on (B)(6) 2023. The sample was repeated on a second unknown roche analyzer on (B)(6) 2023, resulting in a toxo igm value of 1.25 coi (reactive). The sample was sent to a reference laboratory and tested using an unknown method, resulting in a toxo igm value of 0.07 ui/ml (negative). The sample was also sent to a second reference laboratory where it was tested using an unknown method, resulting in a toxo igm value of 0.06 index (non-reactive).